Event description:
A malfunction alarm was reported by the distributor rubin medical ab. It was not disclosed whether the issue affected the customer's blood glucose level. Technical support decided to replace the faulty pump as it was confirmed to be within warranty, but the customer did not share what type of backup therapy would be used to ensure continuation of insulin delivery.